Event description:
I have used renu from 2000 - 2005 at which time I was diagnosed with fusarium keratitis, which resulted in corneal transplant surgery. Due to the infections, the new cornea was rejected and I now face another corneal transplant surgery. I have drastically limited vision in right eye; impairment is greater than 80%.